Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) for atrial fibrillation cardiac ablation with a qdot micro¿ catheter and the patient experienced a neurological impairment that required prolonged hospitalization. The patient was prepped in the usual fashion for a pvi case. The pvi was completed successfully with no complications. In recovery, the patient suddenly could not speak. Due to this, the stroke protocol was initiated. The patient's computed tomography (CT) and magnetic resonance imaging (MRI) of the head resulted as negative for stroke. The patient's neurological exam was also negative for stroke. It was determined that the patient did not have a stroke and most likely experienced a stress response post procedure. No complications were attributed from the procedure. The patient fully recovered. The patient required extended hospitalization for the imaging done (CT and MRI). There was no evidence of char / thrombus / clot during the procedure. The catheter settings were not correctly selected on the generator.